Manufacturer narrative:
D4, h4: detailed product information was not provided to bsc. We completed a good-faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product-specific information. If additional details become available, a supplemental report will be submitted. H6: imdrf device code a0402 captures the reportable event of a balloon burst.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was attempted to be used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, the balloon ruptured. The procedure was completed with another hurricane rx dilatation balloon. No further information has been obtained despite good-faith efforts. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be stable.